Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their implant battery "wasn't set up," patient said implant was "deprogrammed." They said the implant date of their current device was (B)(6) 2023. During call patient was able to connect with therapy app and therapy was on at 0.5v on program a. The patient said they didn't feel stimulation. The agent reviewed information about therapy and stimulation, the patient confirmed they were having symptom improvement. They went on to say that they sometimes felt stimulation and sometimes did not feel stimulation. They said yesterday they were supposed to feel the stimulation but they did not feel stimulation and they still don't feel stimulation. They said when the implant was sending the patient signals they can go to the bathroom well but when the battery was low it didn't send signals and the patient goes to the bathroom many times. The patient said the handset was at 100%. They were able to connect to therapy app during call and it was reviewed how to adjust stimulation. The patient did not make any adjustments during the call. Note that the patient was very hard to understand. They requested that a message be sent to the manufacturing representative (rep), as patient couldn't get a hold of the rep as they think they were on holiday. The agent sent message to field. The agent redirected the patient to their healthcare provider (hcp), the patient said they couldn't get a hold of their hcp because hcp office was on holiday.